Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they cannot feel the stimulator in them. Patient stated this has been going on since implant. Patient mentioned their pain stimulator they have so much trouble with. Patient reported they don't know where the device is located. Patient commented they have always had a difficult time finding the device. Other people have been able to find it for them. During the call the patient was able to connect to the implanted device and turn stimulation on. Patient confirmed stimulation was comfortable. Reviewed considerations and the patient was redirected to their healthcare provider to further address the implant site concern. Patient mentioned information on (B)(6) 2024 regarding the issue in this case. Patient said they had a lot of problems locating the implant to charge, and said they don't even know where the implant was located as they couldn't feel the device. Patient said they also couldn't feel the incision scar. Patient said they'd noticed this since the beginning, but didn't use the implant for a while after it was put in, as patient became septic 2 days after implant surgery. Patient said they were in the hospital for 2 weeks and then went to a nursing home and so didn't have the device turned on during that time. However since then, they'd had trouble connecting to charge and mentioned every time they lean back in a chair, they would go from excellent to good. Patient also reported it would take hours to charge, even on excellent. Agent again redirected to doctor to address the implant site/position and recharging connection.